Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer was failing repeatedly. The customer reported that this was a recurring issue. During narcotics counts, a cubie would fail, followed by the failure of the entire drawer. Although the issue temporarily resolved itself, the staff were unable to remove the medications. The customer was unable to remove the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced the hard stop, as the sensor was out of place to resolve the issue. The system functioned as intended after the field service engineer repaired the device.